Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
It was reported that the system would not power up. There is no report of injury or death associated with the event described in this complaint.